Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: d364923, ubd: 11-mar-2022, UDI#: (B)(4) product analysis: the devices remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a heavily calcified annulus, a pre-implant balloon aortic valvuloplasty (bav) was not performed. Following the implant, a post implant bav was performed due to moderate paravalvular leak (pvl). During the inflation, the valve partially dislodged above the non-coronary cusp (ncc), but the patient's hemodynamics were reported to be stable. The physician made the decision to implant a second transcatheter valve in a deeper position. The pvl was still present but had improved to trace-mild. No post bav was performed on the second valve. Following the implant of the second valve, the patient's cardiac function began to diminish. The patient's blood pressure dropped, heart rate decreased and there were unspecified changes seen on electrocardiogram (ECG). An echocardiogram was performed which revealed a pericardial effusion. The effusion was drained and heart function began to improve. The patient then declined, and the cause was unknown. Cardiopulmonary resuscitation (CPR) was initiated and a non-medtronic reanimation machine was applied. After hours of investigation and attempts to stabilize the patient, a right atrial rupture was reported on echocardiogram, which led to the patient's death. According to the physician, the cause of the atrial rupture was the heavy calcification, the post-implant bav after the first valve implant, manual CPR and the addition of the non-medtronic reanimation system.